Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analysis of the history files it could be detected that on the day of occurance was no air alarm occurred. No further malfunction or abnormalities could be detected too. The sample was subjected to a visual and functional examination. A functional test was perfomed. The self test was successfully finished and it was possible to bring the pump in operation. The downstream sensor was checked and the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. Further a special functional test of the air sensor was performed. Air bubbles were injected into the infusion line and the air sensor must be detected the bubbles. All values according to the specifications of the technical safety check (tsc). During the disassembling the device no damages could be detected. The complaint could be not confirmed. During the test of the air sensor no deviation of the pump could be detected. The pump operate within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): "air in the tubing/pump did not alarm air" air has been detected in the infusion line. Infusion rate 10ml/h, intented to drop 12.5 ml. The nurse remembers it was infused to the end. The pump did not alarm if/when the air has gone through it.